Event description:
The following event was noted during literature review of the article "neointimal tissue healing patterns after paclitaxel-eluting balloon treatment of in-stent restenosis": optical coherence tomography and intravascular ultrasound insights, states that the patient had effort angina. Coronary angiography revealed 2-vessel disease with severe lesions in the proximal and mid left anterior descending (lad) artery, and in the mid left circumflex (lcx) artery. Ejection fraction was 75%. The 2.75 x 12 mm xience prime and the 2.5 x 12 mm xience prime were implanted in the proximal and mid lad, and another xience stent was used to treat the lcx lesion. A good angiographic result was confirmed. Three years later, the patient presented with recurrent effort angina. Coronary angiography confirmed severe in-stent restenosis of the proximal edge of the stent implanted in the proximal lad. Optical coherence tomography (oct) was also performed. Multiple dilatations were performed with conventional balloons, and a paclitaxel-eluting balloon was then used for treatment with a good result. Post-intervention oct demonstrated lumen improvement; however, multiple angiographically silent in-stent, and edge-related dissections were readily recognized. Intravascular ultrasound (ivus) revealed residual neointima with minor disruptions. At the 9-month follow up, excellent angiographic result was demonstrated with complete resolution of the stent-related dissections on oct. Ivus and oct confirmed complete neointimal healing with a larger lumen, and the stent struts were nicely covered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of procedure estimated based on the date of publication. Date of implant estimated based on the date of publication. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, angina, and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.